Event description:
It was reported that the patient was having pain and discomfort due to lead migration which was confirmed through an x ray. The patient underwent an early lead pull.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7189770.